Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the mlp1 device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2020 a male patient with a history of non-paroxysmal atrial fibrillation (npaf) underwent a mis ablation and left atrial appendage management(laam) procedure, patient was not anticoagulated for the procedure. Prior to procedure, transesophageal echocardiogram(tee) was clean. Procedure was completed with the facility not reporting any device malfunctions or procedure complication. The patient woke up and had hemiplegia and thru brain scan was determined to have a clot in his brain which caused an embolic stroke. The patient underwent a craniotomy to remove the clot and it was reported that patients condition has improved. There was no reported device malfunction, and the adverse event was the result of a procedural complication.